Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior spinal fusion at l4/iliac treating pelvic fracture on (B)(6) 2020. When the surgeon tried to deploy the setscrew with the inserter, the tip of the inserter broke off. The fragment was removed from the patient's body. After closing the incision, the surgeon confirmed by imaging that no fragment had been left in the patient's body. The procedure was completed without surgical delay. No further information is available. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) viper2 x25 set screw inserter. This is report 1 of 1 for (B)(4).